Event description:
It was reported that the patient was feeling the device pacing every night. The device clock was off by one hour and the clock was changed. The atrial capture management was turned off. Patient states that they continue to "feel something" every night at midnight. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6932 implantable tachy lead, (B)(6) 1997; 4554 competitor implantable pacing lead, (B)(6) 2008; 4054 competitor implantable pacing lead, (B)(6) 2008. (B)(4).